Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, case ID 1046004 was done with system in normal position and came back with 72ml of blood loss on 23 sponges and 14 ml of blood in 12000ml of fluid. The customer stated that they reimaged the sponges in a different location and got 252 ml of blood loss. They believe the reading still looks low. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, case ID (B)(4) was done with system in normal position and came back with 72ml of blood loss on 23 sponges and 14 ml of blood in 12000ml of fluid. The customer stated that they reimaged the sponges in a different location and got 252 ml of blood loss. They believe the reading still looks low. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.